Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, minor rust was found on insufflation valve (("minor rust was found on the insufflation valve (on the inner periphery) which is on the front side of the equipment.")). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, there was no delay in the procedure. The patient was under general anesthesia.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b5,d10.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer site and the device inspection could not confirm the customer's allegation. The device was working in good condition. The subject device is expected to be returned to olympus for further evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus, the high flow insufflation unit was not working. Due to intermittent air flow, the pressure was not maintained. The issue happened during a laparoscopic cholecystectomy. The procedure was completed with the same device. There were no reports of patient harm associated with the event.